Event description:
It was reported that the patient was not getting any pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.